Event description:
The facility reported via user facility report the death of a pt. The event description stated "100 cc's of integrillin to be infused at 5.5 cc per hour infused over a 10 minute period". The facility's risk mgr reported the pt was being prepared for a transport from the e.r. To the i.c.u.. A triple channel pump was infusing nitroglycerin and heparin on channel a and b and integrillin on channel c. The risk mgr stated that a bag of saline was also connected to the pt, as a maintenance fluid, and was being used for flushes. The saline line was clamped and was not on a pump. Reportedly, when integrillin bag was changed, "the nurse chose the wrong line" and placed integrillin bag on the saline line, which she unclamped. As a result, integrillin free flowed. After the event, the pt's heart rate and oxygen saturation decreased. A CT scan of the pt's brain showed diffuse intracerebral bleeding. The pt was transported to the i.c.u. And intubated. The pt expired two days later. According to the risk mgr, an autopsy was not performed and the facility did not know whether or not the pt's death was related to the reported event. The facility did not know whether or not the intracerebral bleeding was related to the overinfusion of integrillin.